Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the sealing port on the introducer's hemostatic valve did not seem to be keeping air out of the system. When the syringe was drawn back to remove the air, more air kept coming in. The introducer dilator was inserted and removed multiple times to allow the sealing ring to adjust and properly seal off outside air. The introducer was removed and a second one was introduced. The second introducer valve had the same problem with the sealing ring. The same troubleshooting was done with the second introducer and eventually, the ring sealed properly and no more air entered the system. No patient complications have been reported as a result of this event.